Event description:
Caller states that pt obtained results of 1.8 inr and 2.8 inr during duplicate testing on the same device. Different strip lots were used for the comparison. No action was taken based on device results. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional vial of strips used: 209a, 3116247, 05/30/07.